Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter needle partially retracted. One resulting in needlestick. The following information was provided by the initial reporter: two angiocath IV needles did not retract completely, one resulting in employee needlestick occurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 11-nov-2022. Medwatch report # mw5113295.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter needle partially retracted. One resulting in needlestick. The following information was provided by the initial reporter: two angiocath IV needles did not retract completely, one resulting in employee needlestick occurrence.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.